Event description:
Pt was intubated with endotracheal tube cuff. Dr was going to remove node from right vocal cord, when using co2 laser it immediately ignited causing burn to the trachea. Pt was admitted to ICU for further treatment of burn. Pt was unable to be extubated due to swelling.